Event description:
A report was received that after undergoing a trial lead procedure, the patient was unable to move her feet and toes. It was noted that the event was procedure related as the physician went anterior and lateral hitting nearby nerve roots which caused the foot issue. The patient was sent to the emergency room (ER) and underwent a lead pull procedure. The physician noted that the patient may have had a reaction to the anesthesia. The patient was able to move her feet and toes and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that after undergoing a trial lead procedure, the patient was unable to move her feet and toes. It was noted that the event was procedure related as the physician went anterior and lateral hitting nearby nerve roots which caused the foot issue. The patient was sent to the emergency room (ER) and underwent a lead pull procedure. The physician noted that the patient may have had a reaction to the anesthesia. The patient was able to move her feet and toes and was doing well postoperatively.